Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The conductor fracture allegation was not confirmed based on normal lead resistance measurements and x-ray inspection that showed no conductor fractures. However, the lead body damaged allegation was confirmed based on the observation of outer polyurethane insulation damage likely explant damage and coils stretched at tip area likely pulled by the extracting stylet, which still stuck inside lead. No other lead body damage observed.

Event description:
It was reported that this right ventricular (rv) lead had a lead fractured and lead body damaged. This lead was explanted. No additional adverse patient effects were reported.